Event description:
It was reported "allergic reaction post PICC insertion. Swollen lips, tickle in throat, swelling in arm, difficulty in breathing and rash on the left breast.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) of rewj1960 showed no other similar product complaint(s) from this lot number.